Manufacturer narrative:
Exemption number e2015055. One device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had a bias current error message displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. Device was originally available for evaluation; however, the device was not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a bias current error message displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.